Event description:
A report has been received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while the pt was receiving hemodialysis treatment when the nurse noticed that the arterial line was kinked at the bvm outlet. Although there was pt involvement, there was no injury to the pt and no medical intervention required.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and the lot and manufacturing records for this product. In addition, the manufacturer has made visits to this clinic to observe the clinical practice and collect info that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.